Event description:
A report received from another country indicated that a patient experienced a thrombotic event three years after implantation of a cypher stent. The stent was implanted in the proximal left circumflex targeting an in-stent restenosis of a previously implanted bare metal stent. According to the report, the patient complained of chest pain and presented at the emergency room in cardiogenic shock. Cardio angiogram revealed a thrombus in the cypher stent. The thrombus was treated with urokinase and aspiration. Balloon angioplasty was also conducted and a bare metal stent was implanted in the cypher. According to the physician, the thrombotic event occurred because ticlopidine hydrochloride was stopped and the cypher stent was under-dilated.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united sates. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Device code represents under dilated stent. Additional information will be submitted within thirty days upon receipt.